Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the mitraclip was implanted, it appeared to not close tightly which can cause or contribute to leaflet tissue damage and/or an increase of mitral regurgitation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve leaflets and successfully deployed; however, the clip did not appear to close tightly. The mr was reduced to 1+. The clip was confirmed to be stable on the leaflet with no movement. It was noted that the new cds are tighter and squeak a lot when the clip is closed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a definitive cause for the reported clip actuation issue. The physical resistance and noise, however, was the result of the clip unable to close fully. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.